Event description:
It was reported that a pump alarmed for a system error 345 approx 5 minutes after a nitroglycerin infusion was started. The device was restarted and alarmed again for a system error 345. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed that a system error 345 occurred and was caused by a failed upstream sensor. Review of the device history log confirms multiple system error 345 alarms. The failed upstream sensor was replaced. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.